Event description:
It was reported the epidural was being used for pain management. The catheter was in place for 4 days at which time removal was attempted. The patient went from a lying down position to a sitting position. When they started to remove the catheter, the patient experienced slight discomfort. They waited 30 minutes and tried again. Upon removing, the catheter with "gentle" tension, 1 mm of the black tip separated. An x-ray determined piece was 1.3cm below the skin surface. A general surgeon was consulted. The decision was made to leave the piece in the patient. There were no patient complications reported. A follow-up report will be filed if more information becomes available.